Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient was being referred to the physician for evaluation and revision of the catheter. The cause of the occluded catheter had not yet been determined. No further patient complications were reported.

Manufacturer narrative:
Other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving prialt/ziconotide, dose and concentration not reported via an implantable pump. The indication for use was spinal pain. It was reported that the catheter was occluded. It was unknown if any environmental, external or patient factors that may have led or contributed to the issue. Diagnostics and troubleshooting performed was a cap (catheter access port) study was done on (B)(6) 2017. There were no actions or interventions taken to resolve the issue. Surgical intervention did not occur and it was unknown if surgical intervention was planned. The issue was not resolved at the time of the report and the patient status was noted as alive, no injury. No further complications were reported.